Manufacturer narrative:
One level 1 trauma fast flow system (h-1200) was returned for investigation in a used, but good condition. Visual inspection found that there was a crack in the return tube which had leaked water. The customer reported product problem (unit not powering on) was confirmed during testing. There was no water re-circulation. The crack in the return tube had caused water to enter the unit. The water damaged multiple internal components. The investigator attributed this issue to a design problem. This was established as the root cause. The return tube and main pcb were replaced. The device subsequently passed all the functional test.

Event description:
Information was received indicating that a smiths medical level 1 trauma fast flow system did not work during an emergency need, causing delay as the staff needed to run to the ICU to grab another unit. It was also reported that the patient was admitted to an ICU and subsequently died, however, given her prognosis and presentation, the delay in use of the level 1 was not the cause of the outcome.